Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. D4: batch #484a67. Additional information was requested, and the following was obtained: is the current patient status known? Not known. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce45a device was returned with the handle shrouds partially opened, and with no reload present. The handle shrouds were removed and were found to be damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the damage on the handle shrouds was due to improper handling of the device. The event described of would not fire could not be confirmed as the device fired without any difficulties noted. The batch number on the device showed that the device was expired as of 1/31/2025. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 484a67, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device did not fire after reinserting the battery. The doctor replaced the battery with a new one, and the device functioned properly thereafter. There was no patient consequence nor surgical delay reported. No additional information provided.